Event description:
It was reported the pt experiences tenderness and discomfort at her ipg site since starting to wear a magnetic back binder. The pt was advised to consult with her physician regarding the tenderness at the ipg site. Follow-up info indicated the pt has not discussed the issue with her physician at her last visit.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.